Event description:
Customer reported via phone call to have moisture under display screen after bike riding. Customer reported that act button was no responding. Customer also reported that display screen had a crack. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.